Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a deflection mechanism stuck issue occurred. During a procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿s deflection mechanism got stuck and it would not return to its original position. To troubleshoot the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced, the issue was resolved, and the procedure was continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 23-nov-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿s deflection mechanism got stuck and it would not return to its original position. The device evaluation was completed on 01-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual and deflection test of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed and the curve was deflecting within specifications. No stuck or other deflection issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).